Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Event description:
A consumer reported that they had been having severe problems with the implantable neurostimulator (ins) and they believed the ins had gone bad. The patient was experiencing nerve pain everywhere and they had medical issues that needed to be addressed. It was noted that the problems may be to the point where the patient would need the stimulator explanted. The patient was implanted for post lumbar laminectomy syndrome and spinal pain.